Event description:
Pin holes observed in a sterile barrier package.

Manufacturer narrative:
The failures are puncture holes found at the bottom and corners on the film side of the blister package. Evaluation revealed that the holes were created by the internal components of the package. Ohmeda reviewed the complaint files form january 1996 to date for complaints involving pin holes in the packaging. There were no reported incidents found during this review. Ohmeda has implemented a class ii recall of products made with this package configuration. No further information will be submitted.